Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC leaked at the hub. The PICC was removed and new PICC placed in patient. No other adverse effects to the patient were reported due to this occurrence.